Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed the reported problem was confirmed. Battery pack was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.

Event description:
Support noticed that the recent download of a male patient showed "battery runtime expired" flags. Support contacted the patient and advised him that the batteries should be replaced around the same time every day. At this time, patient stated that the garment was very uncomfortable. Support sent him a larger size. In 2007, patient's wife contacted customer support to state that the patient was receiving an increasing number of arrhythmia alarms. Support contacted the lifecor patient service representative (psr) to follow up on this patient. On two days later, territory manager called support to report that the patient was still receiving alarms. Psr contacted support again on the following month, to let support know that the patient had contacted territory manager before her visit on three days later, support called to follow up with the patient and received no answer. On the following month, after numerous attempts to contact patient, patient shipped his system back to lifecor. System download indicated that there was significant falloff during the questionable period. After the above calls there was no data, no even compliance.